Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gall bladder extraction procedure, the bag broke and completely detached from the ring. Another device was used to resolve the issue. There was no patient injury.